Event description:
It was reported that a message was received from the patient's audiologist that it had been only possible to implant five or six electrodes during the initial surgery in 2005, and it was decided to see how she functioned with such a small number of electrodes. In the end, it was not well, so a decision was made to re-implant. However, it was not certain if it would be possible to re-implant with the med-el or if it would be necessary to implant with a stiffer electrode array. The decision was to be made during the surgery to see if resistance was still met during insertion. Unfortunately it was not possible to get a better insertion this time, so it was decided to take the device out and re-implant using the stiffer electrode array.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.